Event description:
It was further reported that the patient was seen in clinic two times. The first time the lv lead was noted to have migrated. The lv lead was reprogrammed to a different pacing vector and the device pacing and sensing mode was changed. The second clinic visit the lv lead was reprogrammed to a fixed output.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing leading to premature termination of atrial tachycardia/atrial fibrillation (at/af) episodes. It was also noted there was rising left ventricular (lv) lead capture thresholds. The leads remain in use. No patient complications have been reported as a result of this event.